Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown exeter stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.

Manufacturer narrative:
An event regarding fracture involving an exeter stem was reported. The event was confirmed. Method and results: device evaluation and results: the fracture progressed from the lateral to medial side of the neck through a fatigue mechanism with final fracture in ductile overload. The base metal was a fe-cr-ci-mn-mo alloy consistent with an astm f1586 or iso 5832-9 alloy. No material or manufacturing defects were observed on the surfaces examined. The batch number could not be determined as the stem was too damaged. Visual inspection by supplier noted the following: the exeter stem is broken at the neck section approximately 06mm from the femoral head. The stem is damaged by scratches that make the batch number unable to be read. Only the last 3 numbers of the catalog number can be read: 441 so the catalog number has been determined : 0580-1-441. But it is not possible to determine the manufacturing batch as the stem is too much damaged. The femoral head is still attached to the trunnion. Visual inspection was also performed by stryker orthopaedics (B)(4) as part of the material analysis report (mar), dated september 19th 2014. Images of the device are included in the mar. Conclusions: the exact cause of this event could not be determined based on the information available. Further information such as x-rays and operative notes as well as patient history and medical records are needed to complete the investigation for determining root cause.

Event description:
The customer, (B)(4), reported that a broken exeter stem was revised and removed in two parts. The customer reported that the cup was also removed and alleges that there was evidence of normal wear. The customer reported that a short stem exeter with a 28mm+4 head was implanted along with a pinnacle cup.

Event description:
The customer, (B)(6), reported that a broken exeter stem was revised and removed in two parts. The customer reported that the cup was also removed and alleges that there was evidence of normal wear. The customer reported that a short stem exeter with a 28mm+4 head was implanted along with a pinnacle cup.